Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that there was a complication where there was no function. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.